Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 30mm watchman laa closure device and delivery system were used. Upon deployment of the closure device, a pericardial effusion was noticed. The closure device was released and a pericardiocentesis was performed. Approximately 275cc of blood was removed. The patient was taken to have surgery performed, but surgery was not required since the effusion stabilized. The patient was intubated and in the intensive care unit for monitoring. They have since been discharged.